Manufacturer narrative:
The device was returned for evaluation and evaluated. The received device had the cannula assembly deployed. The downloaded data returned an alarm indicating that an occlusion occurred. Inspection of the fluid path found no bends or kinks in the soft cannula. No issues were found that could contribute to an occlusion occurring; a root cause could not be determined. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17. Checking your blood glucose, chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient had to go to the emergency room (ER) for high blood glucose readings, reaching over 500 mg/dl. The pod was worn on the abdomen for 24 to 36 hours. She corrected via syringe (unknown amount) but it did not come down and then went to the ER. The patient stated that the cannula was bent when the device was removed. The patient was treated with intravenous therapy with a insulin drip.